Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 5 ml of solution in the housing. Visual examination did not confirm the reported condition of a ruptured reservoir. However, the reservoir was found separated from the set-cap post. The root cause was operator error during the silicone band assembly process. As a result of this incident, corrective action awareness training was performed to all appropriate employees. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) infusor device had a reservoir rupture during the patient use at the patient home. The device was filled with 5-fluorouracil and saline. There was no patient injury or medical intervention. There was patient involvement. The actual sample is available. No additional information.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.